Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Customer's blood glucose level was 404 mg/dl. Customer mentioned that they just came from the hospital. Customer reported that the insulin pump did not work. Customer was not using auto mode feature at the time of reported high blood glucose. Insulin pump will not be returned for analysis.